Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient's battery depleted prematurely. The patient was implanted on (B)(4) 2012 and the battery "wore out prematurely". It was stated that the impedances were "good". The battery was going to be replaced with a different model. The patient was reported to be alive with no adverse event and no injury. There were no patient symptoms related to this event. No further information was provided. If more information is received, a follow up report will be sent.

Event description:
Additional information indicated that the implantable neurostimulator (ins) had the following settings: a1 electrodes 0- 1- 2- 3+ 450 microseconds 130 hz 6.1 v a2 electrodes 4- 5- 6- 7+ 450 microseconds 130 hz 6 v the battery longevity estimate yielded 2 months. The ins was explanted and replaced. The extensions were not changed. It was also noted that the patient had a programmer.